Event description:
Evaluation summary: the backend handle was missing and was not returned. The thumbwheel was in its starting position. The external slider was in its starting position. There was a small kink noted in the graft cover by the strain relief. There was no gap between the tapered tip and graft cover. The likely cause for the handle falling off is related to removing the delivery system from the packaging and the result of manufacturing. The removal difficulty complaint could not be confirmed. The delivery system was inspected and no remarkable damage to the tapered tip sleeve or spindle was found. Vessel morphology may have been the cause of removal difficulties; however, vessel morphology was not reported.

Manufacturer narrative:
Evaluation, results: (B)(4) incorrect technique/procedure (over sized device), (B)(6) inherent risk of procedure (improper component placement). Evaluation, conclusion: (B)(4) user error contributed to event (oversized device). (B)(4).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 1 cm in length. The physician requested a 28 mm bifurcated stent graft, the delivery system was given to the nurse and when the sterile packaging was opened something fell on the floor, it was the plastic cylinder at the back end of the delivery system which the rep described as the hard stop of the back end wheel. The situation was analyzed and the physician decided to proceed with the implant of this device. The stent graft landed perfectly and everything looked good. The ipsilateral iliac limb was deployed and the delivery system was advanced forward in order to recapture the nose cone. The physician followed the standard steps, however upon removal of the delivery catheter the spindle caught on one of the bare springs and flipped it inwards. The bare spring remained in that position and would not go back up, there were 5 apices fully opened and 1 was flipped down. At this time the decision was made to go on the contra side, cannulate the gate and put a balloon up and inflated it, then pushed the delivery system up. This released the delivery system and the bare spring popped up and opened; however, during this process the bifurcated stent graft had moved down approximately 1 cm, but it did not fall into the sac. The bifurcated stent graft was built up to the renal arteries with a 32 mm aortic cuff. A contralateral limb and extension were implanted on the left and an ipsilateral extension was implanted on the right. There was a proximal type 1 endoleak that was ballooned and resolved. At the end of the procedure, when the physician was completing the dictation it was noted that the bifurcated stent graft implanted was a 32 mm and not a 28 mm in diameter. There was a type IV endoleak at the end of the case and no further intervention was performed. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.